Event description:
It was reported that the handpiece is heating up and then will not turn off. There was no report of patient or user injury associated with the alleged event.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. The technician was able to duplicate the event. The technician determined the primary failure to be the drive shaft assembly. The handpiece has since been repaired and returned to the customer.